Manufacturer narrative:
(B)(4); batch #: unknown. Additional information was requested and the following was obtained: what is the current condition of the patient? The patient is in good condition and has been discharged. What was the surgical procedure? What type of tissue was the device activated on when the issue occurred? Omental tissue. What is the operating room staff¿s experience in assembly the harmonic to the handpiece? Unknown. What power level setting was used? Unknown. Where was noise originating? Unknown. How many number of uses were left on the handpieces? Unknown. Please describe attachment technique used to assembly the harmonic to the handpiece. Unknown. How many clicks of the torque wrench was utilized during assembly? Unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen displayed by generator at the beginning of the procedure. That lead the scalpel to be hard to cut and coagulate. Then changed to the second instrument and another handpiece, but the same alert still occurred. Then changed to the third instrument and another generator, the same alert still occurred. Changed to the forth instrument, the same alert still occurred. An abnormal sound was detected during every activation. Finally, the laparoscopic surgery changed to open surgery. The time of the surgery was expended about 2 hours.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020 missing information in section b than what was originally reported: correction medwatch.